Event description:
Caller reported the mobile system gave patient blood glucose result of 6.4 mmol/l at a time when the customer had symptoms of hypoglycemia requiring professional medical treatment. Further details about the treatment are not available. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).